Event description:
The pt had a loose patella which dr removed. Due to insufficient patellar bone stock remaining, no new patella was implanted. Wear was noted on the insert so it was changed at this time as well.